Manufacturer narrative:
A service technician inspected the device at the user facility and no device deficiencies were observed. Device was operating within specifications.

Event description:
It was reported that after treatment for a dermatological condition on the legs and arms, the patient experienced unexpected erythema with blistering and weeping. Healthcare professional reported that the patient is healing well. User facility protocol to treat erythema is to apply a thin layer of hyton with aquaphor twice daily, in addition to decreasing the dose by 100-200 mj/cm2 and not treating effected areas until fully healed. Healthcare professional stated that patient has a history of erythema after treatment. The dose delivered at time of event was 500 mj/cm2. The dose delivered at the previous treatment was 400 mj/cm2. Reportedly, the patient had not applied any topicals or photosensitizing agents prior to treatment. No additional patient or event information is available.